Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in canada, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach as a valve in valve within a non edwards surgical valve. During the procedure, at the end of deployment, during the count with the 26mm commander delivery system balloon fully inflated, the delivery system balloon burst. The valve was adequately deployed without significant leak, no injury to annulus or root. During the withdrawal of the delivery system, the delivery system balloon became wedge at the distal end of the sheath. The nosecone was snared and then cut off to avoid missing any pieces and facilitate the removal, and a cut down was required to retrieve the sheath and the balloon tip from the femoral. The cutdown was closed and there was no injury to the vessel. There were no further complications and the patient was noted as to be stable and doing well post procedure. The perceived root cause of the event was that the heavy calcified leaflets of the pre existing surgical valve tore the delivery system balloon during the full deployment.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: balloon radial burst at proximal shoulder, distal tip with distal part of balloon separated from commander delivery system, it appears there is missing balloon material between inflation balloon area and proximal balloon shoulder, and the commander delivery system balloon wings flared out and caught on sheath distal tip during withdrawal. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported balloon burst was confirmed based on evaluation of provided imagery. Available information suggests patient conditions (calcification) likely contributed to the event as per information received, the patients pre existing surgical valve presented heavy calcified leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The withdrawal difficulty was confirmed based on evaluation of the provided imagery. Available information suggests procedural factors (altered balloon profile) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.